Event description:
It was reported by the affiliate that when the device was used during a video assisted thoracic surgery procedure, the articulating lever broke. Opened another device to complete the case. There was no consequence to patient.